Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had its remaining battery change from 36% to 79% in a period of one year. A request was made to have data from this device analyzed. Additionally, the device displayed the wrong dates on its stored data records. The device data was analyzed and while the remaining battery displayed is inaccurate, there is no evidence of premature battery depletion. This device remains in service. No adverse patient effects were reported. The device was returned and analyzed.